Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed battery out limit even with the new replacement battery cap. It was reported that the customer changed the battery four times and that the insulin pump did not detect new batteries with the battery out limit alarm still present. Troubleshooting was performed. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump alarm history could not be checked because the pump was not responding. The product will be returned for analysis.

Manufacturer narrative:
Pump received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm and verify history anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.